Event description:
Received maude event report # (B)(4): the diaphragm membrane in the device tore and a piece became dislodged. The surgeon was able to find the piece of loose material and remove. Type of procedure not disclosed. Device available for eval.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.